Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-05028. It was reported that patient experienced ineffective therapy. Attempts to reprogram were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2022-18049. Related manufacturer reference number 1627487-2022-05028. Additional information received identified that patient underwent surgical intervention wherein, the ipg was explanted and replaced. There were no known allegations of against the leads. Effective therapy was restored post operatively.